Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
Event description: antiplatelet therapy included aspirin 100 mg/day, clopidogrel sulfate 75 mg/day ongoing, argatroban hydrate 60 mg/day, heparin 7,000 u was administrated intra-procedurally. Prior to implanting the vrd, guider/stryker, (B)(4) (lot unknown), chika/asahi intec were utilized. Other devices utilized during the procedure were, excelsior sl10/stryker (45 degrees), two (B)(4) (lot unknown), two (B)(4) (lot unknown), four (B)(4) (lot unknown), three (B)(4) (lot unknown), four ((B)(4)) lot unknown). Concomitant device used: unknown chika/asahi intec microcatheter, unknown sl10/stryker (45 degrees) microcatheter. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days. This is one of five products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00338, 1058196-2012-00339, 1058196-2012-00340, 1058196-2012-00341, 1058196-2012-00342.

Event description:
The report from the (B)(4) study indicated that there was re-growth of the treated basilar tip aneurysm approximately 18 months after the enterprise vrd assisted coiling in which fifteen codman coils were placed (two (B)(4)/lot unknown, two (B)(4)/lot unknown, four (B)(4)/lot unknown, three (B)(4)/lot unknown, four (B)(4)/lot unknown). Post index procedure the aneurysm occlusion rate was 95%. At the time of the 18 month follow-up angiography demonstrated an occlusion rate of 75%. Additional coil embolization was planned for twelve days later; however there is no further information regarding the staged procedure or the occlusion rate after the follow-up procedure. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. It was reported that at index procedure the patient with a history hypertension and previous coil embolization of the basilar artery presented with an unruptured saccular basilar tip aneurysm. There is no information regarding the previous embolization. At index procedure the aneurysm neck was 5.5mm, and the neck to sac ratio was 5.5mm:8.0mm. The parent vessel size diameter proximal was 3.0mm and distally was 1.7mm. The modified rankin score (mrs) was 0 pre- procedure, three days post procedure, five weeks post procedure and at the time of the 18 month follow-up. No further information is available and procedural images are not available.

Manufacturer narrative:
It was reported via the (B)(4) clinical study (B)(4) that during the one year follow up angiogram, 18 months post enterprise vrd ((B)(4)) assisted coil embolization of a basilar artery-tip aneurysm there was aneurysm growth of the treated aneurysm. The patient was expected to undergo an additional coil embolization two days later but there was no information provided regarding the staged procedure. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient was a female of (B)(6) with medical histories of hypertension and previous coil embolization of basilar artery. There was no information provided regarding the previous coil embolization. At index procedure the unruptured saccular aneurysm neck was 5.5 mm, and the neck to sac ratio was 5.5 mm:8.0 mm. The parent vessel size diameter proximal was 3.0 mm and distally was 1.7 mm. The recommended parent vessel diameter or use of the enterprise vrd as outlined in the instructions for use is 2.5 mm - 4.0 mm. The modified rankin scale (mrs) score pre-procedure, three days post procedure and approximately six and a half weeks later was 0. The act was 102 seconds pre anticoagulation. Heparin 7,000u was administrated intra-procedurally and 263 seconds post anticoagulation. There were no malfunctions associated with the implantation of the enterprise vrd. A total of 15 codman coils were implanted ((B)(4)). The occlusion rate of aneurysm was 95% after the procedure. It is unknown why the index procedure ended with the degree of aneurysm occlusion 95%. Antiplatelet therapy included aspirin 100 mg/day beginning one week pre- index procedure through six and a half months post procedure, ongoing clopidogrel 75 mg/day beginning two years prior to index procedure. Argatroban hydrate 60 mg was administered beginning the day of the procedure until one day post procedure. At the time of one year follow-up, the aneurysm neck was 9.9 mm, and the neck to sac ratio was 9.9 mm:16.9 mm. The parent vessel size diameter proximal was 3.0 mm and distally was 1.7 mm. The occlusion rate of aneurysm was 75%, which required an additional coil embolization. The mrs score was 0. There was no information regarding its occlusion rate after the staged procedure two days later. No further information is available and procedural images are not available. The coils remain implanted and the lot numbers are not known; therefore the device history records cannot be reviewed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Therefore, no corrective actions will be taken at this time.